Event description:
Procedure type: gastric bypass. According to the reporter: the clips were malformed on the staple row and left an opening in the middle of staple row. The surgeon needed to place new cartridge on both side of the origin staple line to secure the staple line. A total of two more cartridges were needed. According to the surgeon the tissue was not thicker than normal. The incident happened when surgeon was dividing the small intestine. No reinforcement material was used.

Manufacturer narrative:
(B)(4).